Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2005 and mentor trans-obturator tape was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, urinary problems, organ perforation, recurrence, and dyspareunia. It was reported that the patient underwent partial removal of eroded sling and repair of lacerated bladder on (B)(6) 2005 due to erosion of sling and laceration of bladder. It was reported that the patient underwent reconstruction of urethra/female urethroplasty, cystoscopy on (B)(6) 2006 due to urethral erosion caused by previous mesh implant, sui and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.